Event description:
It was reported while using the bd safeassist safety pen needles leakage occurred and patient became hyperglycemic. The following was translated from italian to english: leakage of insulin from the injection site at the end of the correct use of the device. Other consequence: hyperglycemia from missing/administration of the drug elevated blood glucose, insulin was administered with a syringe instead of a pen. Incident which occurred on (B)(6) 2023.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15-sep-2023. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1954 was used based on age of patient. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safeassist safety pen needles leakage occurred and patient became hyperglycemic. The following was translated from italian to english: leakage of insulin from the injection site at the end of the correct use of the device. Other consequence: hyperglycemia from missing/administration of the drug elevated blood glucose, insulin was administered with a syringe instead of a pen. Incident which occurred on (B)(6) 2023.